Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-22, that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer observed a false positive sars-cov-2 igm result for one patient on an architect i1000sr analyzer. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): sample ID (B)(6) initial result on (B)(6) 2020 was 2.06 index (s/c); initial igg was 1.6 index (s/c), >/=1.4 index (s/c) is positive. It was noted that this patient was positive for igm and igg antibodies when tested with unknown methodology on (B)(6) 2020 and (B)(6) 2020. This patient had a negative pcr roche test on (B)(6) 2020 and is immunosuppressed undergoing chemotherapy. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, device history records, and testing. Specificity testing was done using an in-house retained kit of lot 20626fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20626fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported positive results for one patient when testing was performed with architect sars-cov-2 igm, lot 20626fn00. On (B)(6) 2020, patient (B)(6) returned a positive igm result of 2.06 index and a positive igg result of 1.6 index. The patient previously tested igm and igg positive on the (B)(6) 2020 and (B)(6) 2020 at another laboratory using an unspecified method. The patient returned a negative pcr test on the (B)(6) 2020. The patient is immunocompromised and is being treated with chemotherapy. The customer sent two samples (labeled (B)(6)) for return patient testing. One sample was from patient (B)(6) with the potential false positive architect sars-cov-2 igm result. The other returned sample was from a different patient (patient (B)(6)) in which the customer was inquiring about high the architect sars-cov-2 igm antibody result was and was not alleging a false positive result. The customer did not confirm which sample corresponds to which patient. Review of the customer results log could not be performed to confirm the sid numbers received as the customer's instrument is not on abbottlink. Testing was performed for the two returned patient samples using the 06r87 igm assay, the 06r86 igg assay, and the 06s60 igg ii quant assay. Positive igm results were obtained for the samples which aligned with the customers observation (sids (B)(6) = 1.40 index, & (B)(6) = 58.74 index). A positive igg result was obtained for sid 500749 (1.64 index) and a negative igg result was obtained for sid (B)(6) (0.42 index). Both samples tested positive with the igg ii quant assay (131.0 and 793.3 au/ml). Both samples were positive on the igg ii quant and igm assays and either elevated or reactive on the igg assay, therefore these samples should be considered positive for antibody. The results obtained for sid (B)(6) appear to correlate with patient (B)(6). The igm and igg results obtained for sid (B)(6) are significantly reduced compared to the results for patient (B)(6), however, it is not certain if sid (B)(6) is for patient (B)(6), as the customer did not confirm this information. It was initially stated in the complaint that the customer obtained positive results for 3 patients with further follow up indicating the customer only found discrepancies for 1 patient. In this case, the customer did not expect a positive igm and igg results for a patient who tested pcr negative (patient (B)(6)) and did not expect a result as high as 90 index for the second patient ((B)(6)). With regards to patient (B)(6), the patient tested positive for igm and igg antibodies on the (B)(6) 2020 and returned a negative pcr result on the (B)(6) 2020 suggesting that the window (typically 1-2 weeks) in which the patient was viremic (ag or pcr positive) may have been missed earlier in (B)(6). The patient also tested positive for igm and igg antibodies in (B)(6) 2020 and (B)(6) 2020 further indicating that the patient may have cleared the active phase of the virus and potentially moved into the recovery stage of the infection. Patient (B)(6) potentially generated a high igm result as they were potentially in the active phase of the virus as shown by the positive antigen result. Per the summary and explanation of test section in the package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Based on the investigation, architect sars-cov-2 igm reagent lot 20626fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.